Event description:
The user facility reported that the device overheated during a procedure. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated during a procedure.the procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.